Event description:
It was reported four incidents of a fissure in the tearable sheath during puncture. On the afternoon of 1 november 2023, the intubation nurse found that the front end of the tearable sheath had a fissure during puncture, causing resistance to puncture. Fortunately, the intubation nurse found the fissure in time. There have been three similar incidents in the last 2 weeks where the intubation nurse found that the front end of the tearable sheath had a fissure during puncture causing resistance to puncture. Two of the similar incidents did not have such an obvious fissure. This report addresses the third of the similar incidents.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.